Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed in the fill port caps of fifteen (15) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified during mixing at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 26, 2020 - march 27, 2020. H10: fifteen (15) actual samples were received for evaluation. Unaided visual inspection was performed which observed a white foreign matter inside the bag of sample one (1) only. Visual inspection with magnification verified a loose white foreign matter, crescent shaped, approximately 1.5 mm in length in the inside lower right side of the bag with sample one (1). The ftir (fourier-transform infrared spectroscopy) analysis determined the spectrum of the particle was consistent with acrylonitrile butadiene styrene (abs). The fill port and fill port cap are molded from abs. The reported condition was verified in sample one (1) only. Additionally, two areas on the top threads of the fill port cap were abraded. The cause of the conditions could not be determined. No issues were observed in the remaining 14 samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.